Manufacturer narrative:
(B)(4). Batch # n5673g. The ec60a device was received for analysis with no apparent damaged and with one ecr60b cartridge present. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Date sent: 4/7/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: did the device deliver a cutline? Yes. Was the cutline complete? Yes. How was the prick to the instrumentalist treated? Disinfection of the wound, passage to the emergencies and then meeting with the referring doctor. What is the current condition of the instrumentalist? Fine. Was this standard protocol for a prick (or stick) that happened to the instrumentalist? Yes. Did the patient have any infectious disease? No. Will any additional intervention be required? No.

Event description:
It was reported that during an unknown procedure, two devices did not work, they did not staple. The instrumentalist pricked herself when replacing the devices. The procedure was lengthened. Another like device was used to complete the procedure. There were no adverse consequences for the patient.